Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(4) 2010. According to the complainant, the patient experienced pain due to the eroded mesh. The physician was contacted; he stated that he did not recall the patients' name and that he had never implanted the lynx product before in his career. No further information is available.